Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 4 reports linked to mfg report numbers: 3004608878-2023-00245, 3004608878-2023-00244, 3004608878-2023-00242. A facility reported that during a posterior cervical laminectomy with laminoplasty procedure, the mayfield neurogen adaptor (a1113) slipped, resulting in a 1-2cm laceration on the right side of the patient's head. No intervention was performed. However, the patient had to be transferred back to litter until another mayfield could be obtained resulting in surgical delay of approximately 2 hours while the patient was intubated. The patient was discharged the following day without further issue. Patient is caucasian, 'not hispanic or latino.'

Manufacturer narrative:
The mayfield neurogen adaptor (a1113) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.